Event description:
Oe-a63 dec caps detached. This event occurred at the time of during use. Date of event not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan. A user facility response to a good faith effort(gfe) was provided on may 18 2021 and following occurred. 2 dec caps detached from the scope during procedure, 1 detached in the patients mouth, 1 detached in the patients stomach/ this cap broke, they were able to retrieve both caps. The customer ordered a box of kumoe-a63 for 10 distal caps. Two of the caps failed during two separate procedures. Both caps were discarded and the customer is returning the 8 remaining caps in that one box. After checking the returned used cap, no visual damage or defects were observed on the used piece. Related MDR:9610877-2021-10141. Evaluation summary: as a result of the internal investigation, it was determined this issue was not related to design or manufacturing. It was determined that improved training and clarification of labeling (ifus) would be helpful in ensuring proper attachment and continued safe use of the device. As a result, pentax has updated the labeling (both the distal end cap IFU and the duodenoscope IFU) for ed34-i10t2. The instructions were updated to include additional wording and illustrations to help ensure a more secure attachment of the distal end cap. In addition, the warning section of the ifus have been updated to notify users of the associated risks with the distal end cap (oe-a63) unexpectedly becoming detached during a procedure. The update also notifies users of what immediate actions should be taken in case the event occurs. These changes were cleared in 510(k) k210710 and distributed to the installed base via a 21 cfr806.10 field action. In addition, a quick reference guide utilizing existing labeling was created, laminated and attached to video processor carts at all us customers of the ed34-i10t2. Training to the quick reference guide was completed at all sites, and an instructional video was produced and has been distributed to all sites. Therefore, pentax has initiated this correction to provide the latest IFU to all us customers with these pentax duodenoscope devices. This correction activity ensures that all affected customers will receive the duodenoscope instructions for use (IFU). CAPA number (B)(4) was opened to address this issue. If additional information becomes available, a supplemental report will be filed with the new information.